Event description:
It was reported that the dekompressor failed to function (seemed jammed). When they extracted the dekompressor, they noted that the tip of the needle broke off into the pt. The surgeon needed to make an incision in order to extract the tip of the needle from the pt. The procedure was completed using a back-up device. There was no surgical delay and no adverse consequences reported related to the event.

Manufacturer narrative:
The device has not yet been received at the MFR for testing. An eval will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.